Manufacturer narrative:
Additional information : device manufactured between august 06, 2018 to august 07, 2018. Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.functional testing was performed, and a leak was observed at the spike port cap at the base of the spike port in both samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of two (2) returned 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags, a spike port leak was observed. There was no patient involvement. No additional information is available.